Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The reported difficulty retracting the foot could not be tested due to the noted guide break. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to guide break include, but not limited to, aggressive manipulation during insertion, patient femoral vessel/anatomy variables. A broken guide will compromise lever/foot functionality and contribute to the inability to open and close the foot and result in device entrapment. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly with a proglide device, the device was stuck, and the foot would not retract. A cut down was required to remove the device. The sheath was upsized to a 16f, and the tavr procedure was completed. Hemostasis was achieved with manual suturing. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.